Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital after experiencing syncope. The patient was admitted and interrogation found high right atrial (ra) lead threshold measurements. A message was displayed indicating that the threshold was higher than the programmed output, thus there was atrial loss of capture. It was noted that the patient only paces four percent in the atrium. The cause of the syncope was unknown, however, the physician suspected an issue with the ra lead. A field representative interrogated the patient the following day and most measurements were within normal limits, there was still a low pwave amplitude which was the same from implant six days earlier. It was noted that trending was turned off on the ra lead. At this time the device and ra lead remain in service and no additional adverse patient effects were reported.